Event description:
This is a report of aseptic peritonitis, abdominal pain and constipation in a patient coincident with unspecified peritoneal dialysis solutions for continuous ambulatory peritoneal dialysis (capd). The patient was hospitalized for abdominal pain and transit disorders (constipation). The patient was diagnosed with aseptic peritonitis. Corrective treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.